Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, ln 14001-31, lotn 13702637. The reporter stated that the in the topical injection area, during the administration of iron carboxymaltose medication, the liquid came out intermittently. The action was suspended, and it was necessary to request a replacement device from the pharmacy - surco headquarters. The customer classified the suspected of adverse incident as mild. The event occurred during patient use; however no one was harmed as a result of this event.

Manufacturer narrative:
Three pictures were returned. Two showed the product inside a bag and one showed the back labeling of the package. Received one used list #14001-31 primary plum set. As received no damage or anomalies were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow were noted. The set was leak tested per specification. Two leaks were observed to be coming from the top and bottom of the blue body of the y-clave. In attempts to identify the cause of the leak the y-clave was disassembled. Straight line tearing was observed in two locations on the side of the seal as well as tearing on the face of the seal. The blue body was observed to have v-shaped cold form damage on the inside of the body. The complaint of liquid came out of the set intermittently can be confirmed due to the leak found. The probable cause is due access with an incompatible mating device. The damage observed on the clave is typical of access with a needle. The dfu states 'caution: do not use needles'. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on: 5/15/2024